Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to pain. The patient also had cobalt chromium shavings in the associated tissue and muscle causing muscle deterioration.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: liner standard 32 mm i.d. For use with 58 mm o.d. Shell catalog# 00630505832 lot# 62047785 femoral head sterile product do not resterilize 12/14 taper catalog# 00801803202 lot# 62087651 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 extended offset catalog# 00771101120 lot# 61986056. Bone screw self-tapping 6.5 mm dia. 20 mm length catalog# 00625006520 lot# 62048556. Bone screw self-tapping 6.5 mm dia. 15 mm length catalog# 00625006515 lot# 62061677. Shell porous with cluster holes 58 mm catalog# 00620205822 lot# 62076173. Shell porous with cluster holes 58 mm catalog# 00620205822 lot# 62036864. Complaint was evaluated and the reported event was confirmed. Operative notes for procedure performed (B)(6) 2015 were reviewed. As stated by the surgeon bone defect: there was proximal femoral and posterior superior acetabular edge osteolysis which could not be grafted. The hip aspiration was noted to not have bacterial growth or crystals. The fluid was noted to be hazy. As stated, leukocytes could not be quantified secondary to particulate debris and poor preservation. Intraoperative findings noted thickening of the pericapsular tissue and avascular fibrotic tissue. Areas of debris were noted along the rim of both the acetabulum and femur which were avascular. As stated, the surgeon debrided edges of these. These were noted to be solid fibrous tissues and were not completely debrided. On dissociation of the head from the stem, rings of fretting debris was noted on both head and stem. As stated there were stamping ridges within the femoral head. The acetabular and femoral components were noted to be in good position and well fixed. Scratches were noted on the liner articulation surface. As stated there were no known complications. X ray review notes were reviewed. No additional contributing factors were noted. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to pain and high ion levels causing muscle deterioration. Op notes indicate osteolysis, wear on liner, and corrosion at the at head neck taper junction.